Event description:
I am writing to file a formal complaint regarding a medical device that I recently purchased on amazon, which I believe to be non-compliant and potentially unsafe for consumer use. The device in question is an oxygen concentrator, which I purchased to aid in my wife's recovery from a severe abdominal infection. However, after approximately two weeks of using the device, my wife experienced adverse reactions, including pulmonary failure and a recurrence of the infection. I have reasons to suspect that the oxygen concentrator I purchased, via the following amazon link: https://www.amazon.com/dp/b0ch6ry3w4, lacks the necessary certification from the food and drug administration (FDA). Upon discovering these complications, I requested the seller to provide the certification and testing reports for the machine, but no such documentation was found within the packaging. This raises significant concerns about the product's compliance with safety and quality standards. Given the potential risks associated with this non-compliant device, I kindly request the FDA to initiate an investigation into the matter. I believe it is crucial to protect the public from further harm by promptly removing this product from the market. Additionally, I urge the FDA to take appropriate actions against the seller for distributing a medical device that lacks the necessary FDA certification. Furthermore, the adverse effects experienced by my wife have resulted in significant medical expenses, including hospitalization costs. I kindly request your assistance in ensuring that the seller compensates us for the financial burden we have incurred due to their non-compliant product. I believe that holding the seller accountable for their actions will not only provide us with the necessary support but also discourage the sale of potentially unsafe and uncertified medical devices to unsuspecting consumers. I appreciate your attention to this matter and your commitment to safeguarding public health. I trust that the FDA will take appropriate action to address this complaint and prevent further harm to consumers. I eagerly await your response regarding the progress of the investigation and any subsequent actions taken. Thank you for your prompt attention to this matter.